Event description:
Customer reported seven blood leaks on a CT dialyzer. The blood leaks occurred for 5 months, uses ranging from 1-34. The blood leaks were noted by a blood leak alarm and confirmed by positive hemastix results. New dialyzers and bloodlines were set-up and the treatments continued without further incident. No patient injury or medical intervention was reported by the customer.